Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit leaks. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr discovered a water leak at the threaded coupling out of the cardioplegia pump. The fsr removed the fitting and applied "pipe dope" and reinstalled the fitting. With the fitting reinstalled and preventative maintenance performed, the unit operated to MFR specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.